Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer also reported that the pump battery gauge was fluctuating. Reportedly, the alert had not reoccurred after charging the pump. Customer's blood glucose was 200 mg/dl.